Event description:
Hamilton medical ag received the following event description: during ventilation, the device alarmed with panel connection lost. Patient was removed from the device and placed on another. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Manufacturer narrative:
Follow-up 1: investigation outcome. The hamilton-g5 ventilator experienced a ¿panel connection lost¿ issue during active ventilation that could not be cleared. Patient was removed from the device and placed on another ventilator. The device subsequently failed to complete the boot process, indicating a persistent system-level malfunction. No logfile was available for analysis, as the device could not provide data extraction. Based on the reported symptoms, the issue is consistent with a failure in the communication pathway between the interaction panel and the ventilation unit or a broader electronic/control system failure. To date, despite several reminders, the manufacturer has not received any additional information or confirmation as to whether the issue was resolved. No further feedback was received. The corrective action remains unknown, and the exact root cause could not be confirmed. Hamilton medical ag considers this case closed.